Event description:
It was reported that during a tka procedure for bcs, after the registration of the hip center, the error message that indicates the collection error was displayed. They tried again five times but the same error was displayed and it was not solved. The procedure was completed with s&n manual instrumentation and this event caused 30 minutes delay of surgery. No other complications were reported.